Manufacturer narrative:
A service provider of infutronix provided the evaluation report on 10/19/2021, the customer provided the image confirmed that the tubing connector on the distal end of the cassette module was broken. The reported leaking issue was confirmed. The affected device was never returned for evaluation and therefore no root cause could be established.

Event description:
On (B)(6) 2021, a distributor of infutronix reported a complaint on behalf of an end user: "the tubing coming out on the pump side. There was a minor leak from the set disconnecting, it was just contained in the hard shell." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).